Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the sutures inside the customer's rigid loop adjustable cortical implant ripped off when wrapping it around the graft during an anterior cruciate ligament acl surgical procedure. The case was completed using another like device. The surgeon did not need to create a new bone hole. There were no patient consequences or delays. The sales rep was not present for the case therefore could not provide a lot number for the device or any further details. The device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.